Manufacturer narrative:
Returned sample from customer is anticipated. Review of production for lot #h03j14057 were found to be within specification requirements. A query of the complaint database for lot #h03j14057 shows 3 other similar complaints within the last 24 mos.

Event description:
"This spontaneous case refers to 2 cryocyte freezing bags (code r4r9957, lot h03j14057). On march, 2005 while removing the bag from the nitrogen container, a rupture of the chimney occurred." The sample is available for analysis.